Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The iol was exchanged for the same model, different diopter lens. In a follow-up, the surgeon reported the event had resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/19/2010 by phone, fax, and mail. A completed questionnaire was received on 01/22/2010. (B) (4). (B) (4).